Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor would not power on. Upon evaluation, a misdirected pulse was delivered, which damaged the computer / analog (ca) and defibrillator boards. Further evaluation was not possible due to the extensive damage. The root cause of the misdirected pulse could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) would not power on.